Event description:
Customer reported the device was exposed to pool water. Customer stated the device did not have any water inside attempted to use a new battery, but device did not restart. Customer's blood glucose was 198 mg/dl. Customer was pushed into the pool and display went blank right after exposure. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly and no blank display or damage to the isolation tape was noted. No moisture damage was noted during the visual inspection. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.